Event description:
Related manufacturer report number: 2017865-2022-38361, 2017865-2022-38362. It was reported that the patient had deceased. The cause of death was cardiac arrhythmia, dilated cardiomyopathy and cardiomegaly. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.

Manufacturer narrative:
The reported event was patient death. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.